Event description:
Pt had come into hosp via 911 ambulance with chest pain and had arrested in ambulance but was cardioverted. Brought into ER and arrested again, medtronic lifepak 9p physio-control with quick combo pacing-defibrillation adapter did not charge up and fire in the cardioversion mode x2. The pt lost pulse and the defib/manual did not charge and fire either. A lifepac 12 was in same room and was immediately accessed for the arrest. It did fire. The event with the lifepak 9 happened all within, or just over 1 min. The pt did die but the emergency md director felt that the pt was in such serious condition, even on arrival, that the outcome (death) would have been the same.